Event description:
It was reported that during an unspecified procedure the balloon ruptured. The 80% stenosed, de novo 2.75x45mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The 12mm x 2.75mm quantum maverick balloon was advanced to the lesion and inflated, but ruptured at unknown atms. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR on, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: magnified inspection of returned complaint quantum maverick balloon catheter revealed a longitudinal tear in the balloon wall from the mid-section to the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure the balloon ruptured. The 80% stenosed, de novo 2.75x45mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The 12mm x 2.75mm quantu maverick balloon was advanced to the lesion and inflated, but ruptured at unknown atms. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient¿s condition is stable.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).